Event description:
Rn reported that a nurse was having difficulty pushing the water into the gray inflation port. It is reported that the bubble popped at about 30 mls and leaked at the luer lock site. It is reported that the nurse removed the device and attempted reinsertion two (2) times with similar results.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that this issue anatomically occurred at the anal area; however, reporting nurse was unable to provide patient's information. It is also reported that territory manager (tm) was scheduled to meet with rn on (B)(6) 2013 to review and to ensure that syringe was tightly secured to luer lock. An investigation request was sent to the manufacturer on (B)(4) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on january 10, 2014.